Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update rec'd 3/29/2013- ppd and medical records received. After review of the medical records the revision operative note it indicated the patient was revised for infection and pain on (B)(6) 2007. All implants were removed and prostalac was implanted. Reimplantation was (B)(6) 2007. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 3/3/2015. No devices associated with this report were returned. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4) superseded by mdd CAPA-(B)(4). A search of the complaints databases against the femoral stem and sleeve found no other reports. The patient was initially implanted with depuy devices in march 2007 and revised for infection in august 2007. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection more than four months post primary implantation. The investigation can draw no conclusions with the information made available.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that the patient suffered pain, weakness and difficulty with simple daily living activities as a result of the implantation with the asr hip implant. As a result, the patient was revised. **update** 9/18/12 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd 3/29/2013- ppd and medical. Records received. After review of the medical records the revision operative note it indicated the patient was revised for infection and pain on (B)(6) 2007. All implants were removed and prostalac was implanted. Reimplantation was (B)(6) 2007. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 3/3/2015.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).